Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore the investigation is based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 94 months and 90 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular and farfield channels, leading to multiple charging cycles that partially resulted in shock delivery, as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 49 charging cycles was performed by the device within 15 minutes on april 28, 2019, of which 43 resulted in shock deliveries. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing the eri battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the lead was not returned for analysis. The memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular and farfield channels, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. It cannot be excluded that the clinical observation resulted from a lead damage.

Event description:
After an implantation period of approximately 94 months, oversensing on the right ventricular channel with inappropriate therapies was reported. The lead was explanted. Should additional information become available, this file will be updated.